Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
[See manufacturer's report #(B)(4) for information regarding the patient's pump replacement and catheter modification. This occurred on the same day of the patient's adverse reaction.] Following the pump and catheter replacement a hospitalist team was consulted for altered mental status and decreased respiratory drive. Postoperatively, patient complained of pain, and they received fentanyl 25 mcg IV. They developed pruritus, so the patient then received benadryl 25 mg IV. The patient¿s respiratory rate dropped to 6, and the patient was essentially unarousable. The patient was given a dose of diluted narcan, and they received a total of 0.08 mg narcan total. The patient was still difficult to arouse, but their respiratory rate increased to 10, and their oxygen saturation remained at 100% on 2 l throughout. The patient developed a mild shaking episode which was described as jerking of her arms around the time of receiving the first dose of narcan. This had stopped after the third dose of 1 cc of 0.4 mg narcan diluted in 10 cc normal saline. The patient was somnolent but arousable, and she did answer question appropriately with yes and no. It was suspected that the patient¿s somnolence and decreased respiratory drive was secondary to narcotics in combination with the other cns-acting medication she was given on the day of the surgery. The patient was noted to have received versed, fentanyl, benadryl, and propofol which in combination caused her decreased level of consciousness. The patient had a history of sensitivity to narcotics in the past and had ¿almost the exact same clinical scenario¿ after her pump replacement in 2005. It was strongly recommended to consider decreasing the dose of fentanyl in the intrathecal pump as the patient may not need as much with the current, more effective catheter position. The physician stated that ¿as for the shaking activity the patient had, it was unlikely seizure activity, but the patient will be placed on seizure precautions¿. The physician further noted that the patient had a questionable history of seizure after pump replacement in 2005. The patient had an episode of violent jerking, which was thought to have been secondary to withdrawal of narcotics after she received a dose of narcan postoperatively. The patient had not been on treatment for seizures, and they had no further seizure activity. The physician suspected the patient had benign shakes from varying levels of consciousness versus myoclonic activity. The other possibility was extrapyramidal symptoms secondary to the benadryl, although the description of the patient¿s symptoms was not necessarily consistent with that. As previously reported, the patient¿s physician believed the cause of the event was a sensitivity to anesthetic agents.

Event description:
It was later reported that the cause for the patient to stop breathing was a sensitivity to anesthetic agents. It was further reported that it was not pump related. The pump and catheter were replaced because of the pump. It was unclear what this meant. The patient¿s outcome was noted as ¿favorable¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient's pump was implanted in (B)(6) 2007 she was "up in her room just out of recovery". The patient stated that "they hauled the monitors in there, turned them all on, but they were not hooked up to her, and she stopped breathing". The patient stated that "she was not breathing until one person started slamming her on the chest". As of the date of this report, the patient further stated that "he felt like if she could do a little dance, she would". The medications used within the system were morphine and bupivacaine. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.